Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the site was able to power the system on, however the mobile viewing station (mvs) monitor did not display. The site confirmed that the blue light emitting diode (led) was lit on the mvs, and the cables in the back were seated tightly. The system was rebooted in the or without resolution. The mvs was moved into the hall and another reboot was performed. The mvs then powered on and the monitor displayed as expected. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.